Event description:
A hospital from (B)(6) stated that the closurefast catheter showed a delamination of the coating at the heater coil. No use at a patient - defect noticed at the unpacking. Investigation showed on (B)(6) 2014, returned device exhibited discoloration, bubbling, and holes in the coating on the proximal end of the heating coil.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Damage to the coating on the coil may have possibly been due to over-heating. Per instructions for use (IFU):failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage. It is unknown if this may have occurred during this event.